Event description:
The customer contacted beckman coulter, inc (bec) to report that instrument generated flags were generated when testing ethanol (etoh) on two (2) different sample draws for one (1) pt when assayed on their unicel dxc 600 pro synchron chemistry analyzer. The customer misinterpreted the instrument generated flags and reported each of two (2) results as <5 mg/dl to the emergency room. The emergency room questioned the results as they did not align with the clinical presentation of the pt. There was no impact to pt treatment associated with this event. Based on data provided by the customer, there is evidence that the analyzer had not been calibrated for etoh. In addition, quality control recoveries for etoh were erratic.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. In addition, the customer was educated regarding misinterpretation of instrument generated flags. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.